Event description:
The reporter stated that during a spinal surgery procedure, the distal portion of the deployer broke off during use. The instrument was being used as intended when it broke. The surgery was completed with no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.